Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had multiple doors failed to open. And stated that upon removal of a medication, two doors opened simultaneously instead of a single door, indicating abnormal door operation. The customer attempted to reboot the station and tried to recover the door, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had multiple tower doors failure. A field service engineer (fse) replaced the latches on doors 1 and 6, checked all connections and wiring, verified that voltage levels were within specification, and confirmed proper door alignment. The system functioned as intended after the field service engineer repaired the device.